Event description:
Fire dept responded to the pt's address for a possible doa. On arrival, the pt was in cardiac arrest. Firefighters began resuscitation. While using the disposable bag valve mask, a hole was discovered in the oxygen reservoir. The pt was still given ventilations.